Event description:
It was reported that the trigger of a system 7 dual trigger rotary was allegedly sticking, a condition in which the device has the potential to run without user activation. This event occurred during testing at the user facility, so there was no patient involvement, no delay, no medical intervention, and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the trigger of a system 7 dual trigger rotary was allegedly sticking, a condition in which the device has the potential to run without user activation. This event occurred during testing at the user facility, so there was no patient involvement, no delay, no medical intervention, and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event of run-on in the form of a sticking trigger was confirmed. It is likely the reported event was caused by the observed corroded trigger shafts. The device was repaired and returned to the customer.